Manufacturer narrative:
B3: event date:2/29/2024. B5: it was reported that a spectrum iq infusion pump failed downstream occlusion. The pump alarmed at ~22.5 pounds per square inch (psi) and ~24.5 psi which is outside of the passing specifications. The flow rate was set to 40 ml/hr and the volume to be infused (vtbi) was set to 20ml. This occurred during preventative maintenance in biomed service department. There was no patient involvement. No additional information is available. The device was received for evaluation. During functional testing ,failed downstream occlusion detection testing and reported that the pressure reading at the time of alarm was above intended range was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history revealed multiple events of "downstream occlusion!" However testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion, higher pressure than the metrics provided by baxter, during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.